Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A doctor reported a tissue bridge was noted at 7 o'clock on a patient's right eye during lasik. When trying to lift the flap, the surgeon was able to open all the way to the point of exit inferiorly. The surgeon used an ophthalmic instrument to help score it which allowed the flap to be lifted back and the procedure to be completed. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A software upgrade was performed on the system to help mitigate tag creation in future cases. While a software upgrade was performed, the upgrade is not an indication of the system¿s fault. Without a more detailed evaluation of the system and further information regarding conditions of the surgery, a proper assessment cannot be completed. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).